Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ had a drawer failure. The customer reported that the device was not detected on the communication bus, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.